Event description:
It was reported that continuous glucose monitor displayed error message and customer experienced cgm error 42 while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer support provided complete pump reset instructions, guided customer through pump reset, and issue did not recur after reset, with no additional information received regarding any further outcome.